Event description:
The reporter indicated that the device was found to have reached its elective replacement indicator. Cell voltage is 2.71 v, and there is no history of defibrillation or electrocautery. An attempt to reprogram the device was unsuccessful.